Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl. Reportedly, the customer's cartridge ran out of insulin, and customer did not replace cartridge. Customer addressed bg level with a manual injection and correction bolus via pump and loaded a new cartridge.